Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of loop detached

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023 during the procedure, the snare loop was detached while trying to resect a polyp however the tip was retrieved with a biopsy forceps. It was not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event.